Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc freestyle libre reader would not power on with the button press or test strip insertion; therefore, the customer was unable to monitor glucose level. As a result, the customer became hypoglycemic with symptoms of seizure and a loss of consciousness, and the husband provided sugar as treatment. It was reported that customer was also provided insulin injection by the husband. No further information was reported. There was no report of death or permanent injury associated with this event.